Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the result of the investigation, the cause of incompatible scope error e315 and scope communication error e216 could not be specified. The delay was likely caused when the user insufficiently inspected the device prior to use. However, the errors were detected during inspection prior to use. Therefore, the inspection by the user has no relation to the delay. During troubleshooting, the olympus technical support engineer recommended the user to clean the gold scope contacts with a 70% isopropyl alcohol prep pad, then let it air dry for 10 minutes. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed a scope communication error (e216) and an incompatible scope error (e315). There was a delay of 30 minutes.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonvideoscope displayed both e216 and e316 scope communication errors. The issue occurred during preparation for use for a diagnostic colonoscopy. The procedure was completed using a similar device. There were no reports of patient harm.